Manufacturer narrative:
The investigation for the access site bleed and the positioning issue has been completed. Pump was not returned for investigation. Clinical mentions that on day 3 "impella in aorta" alarms were observed but the reason of the pump being pulled into aorta is unknown. Therefore, the root cause of the positioning issue was not determined since product was not returned and insufficient clinical information was provided. On day 2, access site was observed to be bleeding but the reason of bleeding is unknown. The bleeding was stopped using stitching and femostop. Therefore, the root cause of the access site bleeding issue was not determined since product was not returned and insufficient clinical information was provided. The instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ added h6 impact code 4629 corrections to the initial MFR report: b1-should have selected product problem. D4 model number. Added d6a/d6b. F6/f8 should have been left blank. G1 MDR reporting contact email.

Event description:
The user facility reported a 31-year-old black male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that one day after impella cp implant, the patient developed bleeding at their access site. The patient was given three units of blood to counteract the blood loss and both stitching and femostop were placed to manage the condition. Support continued following the intervention, but positioning issues were encountered the following day. The patient was noted to be sensitive to movement and the pump repeatedly moved out of position, resulting in alarms and suction. As a result of the ongoing complication, the decision was made to escalate to impella 5.5 support.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿